Manufacturer narrative:
. Section d6a, if implanted, give date: not applicable. There is no indication the lens was implanted. Section d6b, if explanted, give date: not applicable. There is no indication the lens was implanted. Therefore, it was not explanted. Section e1, telephone number: (B)(6). Entering the telephone number in h11 as the field only takes the us format. Section e1: address, city, state and zip code: (B)(6). Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been

Event description:
It was reported regarding the preloaded johnson and johnson (jnj) intraocular lens (iol) that at the moment the doctor attempted to insert the iol into the capsular bag they noticed a broken haptic which prevented proper implantation of the device. The health care provider did not have a backup iol to complete the procedure. Consequently, the physician had to leave the patient aphakic. Reportedly, they checked the packaging which showed no evidence of damage and the expiration date was current. No further information was provided.